Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated they have not contacted their managing hcp about the issue and that the cause of the sensation in left leg/foot like jumping/pulsing was determined. They stated they turned down the setting and can't feel the pulsing anymore. They turned down the setting to programs 4-0.5 on (B)(6) 2022. They stated they feel the issue had been resolved. Additional information was received on 2022-mar-18, the patient stated the call they made on (B)(6) was for diarrhea, not pulsing foot. They changed program on (B)(6), this is when they noticed the pulsing. On (B)(6) they turned down several times, now using program 4-0.5 seems to be ok so far.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient reports bowel symptoms have not been controlled the past 2 weeks. Pt reports unsure if needs to turn stim up or what. Pt denied feeling stimulation in bicycle seat area. Pt increased therapy strength. Confirmed stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms. Additional information received from patient on (B)(6) 2022. They reported since (B)(6) 2022 patient has experienced sensation in their left foot (same side as implant) where it is jumping, looks like a pulse. Patient said that experiences the "jumping" when sitting with legs crossed or sometimes in bed when sleeping on their right side. Patient said they didn't experience it when standing or walking. When asked, patient said started to feel it shortly after switched programs earlier in (B)(6) in an effort to get better symptom control as experienced return of symptoms on the initial program, which was program 3. Patient is currently on program 4 and started at 1.0 however said that hurt so gradually decreased and now down to 0.6 however now it experiencing return of symptoms, diarrhea. Patient said they had two bad episodes yesterday. Patient did state that they most definitely have an overall greater than 50% better symptom control. When asked, patient said they haven't had any falls or trauma since implant. Therapy information and general programming guidance was reviewed with patient. Patient will switch programs by themself after the call and monitor and track symptoms results and whether or not left leg/foot is affected.